Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - (B)(4) study. It was reported to boston scientific corporation that the patient experienced injury to the bladder on (B)(6) 2014 and removal of colporrhaphy suture was performed. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient sought medical attention for a lower urinary tract infection (uti), and the patient was treated with macrobid. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event was unresolved as of the patient's last visit on (B)(6) 2014. Additional information august 5, 2015. The lower urinary tract infection resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient experienced injury to the bladder on (B)(6) 2014 and removal of colporrhaphy suture was performed. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient sought medical attention for a lower urinary tract infection (uti), and the patient was treated with macrobid. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event was unresolved as of the patient's last visit on (B)(6) 2014. Additional information august 5, 2015. The lower urinary tract infection resolved on (B)(6) 2014. Additional information august 1, 2016. The recurrent lower urinary tract infection is unresolved as of the patient's last visit on (B)(6) 2016. Treatments provided for the recurrent lower urinary tract infection include the following: macrobid prescribed on: on (B)(6) 2014 for 7 days; on (B)(6) 2014 for 5 days; on (B)(6) 2014 for 5 days; on (B)(6) 2015 for 5 days; on (B)(6) 2015 for 5 days. Bactrim, cranberry pills, and premarin were prescribed on (B)(6) 2015.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(4). It was reported to boston scientific corporation that the patient experienced injury to the bladder on (B)(6) 2014 and removal of colporrhaphy suture was performed. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient sought medical attention for a lower urinary tract infection (uti), and the patient was treated with macrobid. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." This event was unresolved as of the patient's last visit on (B)(6) 2014.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. This event was also reported to the FDA in a (B)(4) uphold lite (B)(4) study status report. Injury is being used to capture the reported event of "bladder injury." The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.